Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox balloon catheter noted blood on the balloon and in the guide wire lumen, consistent with being advanced over a guide wire and into the anatomy. There was dried contrast in the guide wire and inflation lumen. The balloon had relaxed folds, consistent with having positive pressure applied. There was a kink in the proximal shaft distal to the edge of the strain relief tubing. The distal shaft was stretched 19.2 cm proximal to the proximal seal. There was no other damage noted to the balloon catheter. The guide wire used in the procedure was not returned. During functional testing, using a new .018 inch guide wire, the guide wire was back-loaded through the catheter and resistance was felt 12.5 cm proximal to the proximal seal. The dried contrast hindered guide wire advancement. An attempt was made to flush the balloon catheter, but fluid leaked from the balloon hub. A cap was attached to the balloon port and attempted to flush the balloon catheter again. The balloon inflated with blood and water. The balloon catheter was left pressurized to dissolve the dried contrast and blood. The contrast and blood did not dissolve completely and the guide wire was still unable to back-load through the catheter. During testing, the inner member in the balloon collapsed when the balloon continued to inflate when trying to flush. Based on the reported information and returned device analysis, it may be possible that the stretched portion of the shaft located 19.2 cm proximal to the proximal seal may have contributed to the difficulty advancing the guide wire. Potential causes for this type of stretching include, but are not limited to, handling during preparation, handling during removal from the coil dispenser, or manufacturing. The kink noted in the shaft may be due to insufficient support of the shaft during the attempt to back-load the guide wire. Furthermore, the leak noted in the hub is likely the result of attempting to pressurize the balloon with the shaft and balloon being blocked with dried blood and contrast. It is possible that the seal in the hub failed as a result of pressure build-up. There was no leak reported during use, which further suggests that the leak was not pre-existing. The collapsing of the inner member in the balloon may be the result of multiple inflations and the attempts to advance the guide wire through, compromising the material. Although a conclusive cause for the stretching could not be determined; there is no indication to suggest a product deficiency. The other damage noted appears to be the result of handling and/or the difficulty advancing the wire. Review of the lot history record revealed that there was no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the viper (vascular integrated product experience reporting) complaint handling database for the reported lot was performed and revealed no other incidents. All dilatation catheters are visually inspected for damage and are checked for proper guide wire movement during manufacture.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a procedure the fox sv could not be advanced over the non-abbott 0.018 guide wire. It was noted that halfway along the guide wire the fox sv shaft became stuck. This was located outside the patient anatomy. The catheter was removed from the guide wire and a second fox sv catheter was advanced successfully over the same guide wire without incident. There was no reported patient effect. Though requested, there was no additional information provided. Device analysis revealed a leak at the balloon hub.